Event description:
Bilateral deep brain stimulators were implanted. It was reported that the result of treatment was "not well" on the right side. The lead was replaced, but the patient did not regain stimulation. The hcp then replaced the deep brain stimulator and the extension. Afterward, the device system worked well and the patient had stimulation therapy. The resistance of the lead was normal.